Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles black particles in chamber and tube and also alleged bad smell, persistent productive cough, fatigue and postnasal drip . There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles black particles in chamber and tube and also alleged bad smell, persistent productive cough, fatigue and postnasal drip . There is no allegation of serious or permanent harm or injury. After further review, the patient did seek medical intervention and was prescribed antibiotic medication. Section b1 should also have been marked adverse event, section b2 should have been marked "required intervention to prevent permanent impairment/damage", h1 should be marked as serious injury and the impact code was updated to 4644-medication required. All changes are updated in this report.